Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported core break and stretched coils appear to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that during the procedure the coils become stretched against the anatomy and/or other devices causing the appearance of a break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported in a general comment that during use of the steelcore guide wire, there was a break in the coils and the springs appear to have opened [stretched coils]. Although it was reported there was extended time in the procedure there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Date of event - estimated date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.